Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said the patient was having issues with dislocation. He said patient hip was originally done by surgeon on (B)(6) 2008 at (B)(6). He had revised the patient once before from a metal on metal construct. This first revision was on (B)(6) 2019 (case #: (B)(6)). A 50x32 neutral liner was removed, as well as a 32mm +0 femoral head. The stem was unable to be adjusted, so the surgeon opted for a 50x28 +4 10 dregree constrained liner with a 28mm +3 femoral head. Patient was found to be stable and the closing process began. Doi: (B)(6) 2019; dor: (B)(6) 2020 (right hip).